Event description:
It was reported by the hospital contact that a 5mm micrusphere coil (sph10050020/f72275) prolapsed out of neck into parent vessel and the aneurysm was unable to be reaccessed again through enterprise stent (enf452800/10233431) strut. A 5mm micrusphere coil (sph10050020/f72275) advanced into aneurysm and several loops stayed in but then prolapsed out of neck into parent vessel, after a few attempts with same result the coil was withdrawn and attempt to resheath was unsuccessful due to resheathing problem. Wire and introducer did not rejoin upon zipping back resheathing tool on delivery sysyem. There were no damages noted on the coil after use. Coil was set aside and decision to place stent was made. Enterprise (enf452800/10233431) no tip placed at aneurysm neck and echelon 10 microcatheter (details unknown) was readvanced through the stent into aneurysm. This time a 4mm micrusphere (sph10040020/c23043) was advanced through echelon 10 and upon entering aneurysm it kicked out microcatheter. The coil was removed and resheathed successfully. Wire advanced back into echelon and after multiple attempts he was not able to reaccess aneurysm again through stent strut. The wire would go but the catheter would not. He did not want to move fresh stent. Decision was made to stop the procedure and let heal and come back and try again at a later date. The complaint is for the 5mm micrusphere that did not resheath correctly although technique looked good. The 5mm coil and echelon 10 from the case will be sent in. 6fr envoy (details unknown) to lica, echelon 10 to ophthalmic aneurysm. Patient death or serious injury was not alleged as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. Patient condition is fine post-op. The procedure was for an ophthalmic aneurysm. No delay in procedure.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products and therapy dates: micrusphere (sph10050020/f72275); echelon 10 microcatheter (details unknown); micrusphere (sph10040020/c23043); 6fr envoy (details unknown).

Manufacturer narrative:
(B)(6) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).